Manufacturer narrative:
The xhibit screen was returned to spacelabs for evaluation. After running for several weeks, spacelabs was not able to duplicate the symptoms reported by the customer. During testing, spacelabs did observe instances of the display having blanked out that was traced to a faulty video card. This investigation is considered complete and this particular issue closed.

Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report once the investigation is complete.

Event description:
Customer reported that on (B)(6) 2017, all data froze on the xhibit displays while in use. The system then rebooted on it's own and came back up normally, except the waveform colors had reverted to original colors.